Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Interrogation showed the right ventricular lead had a high capture threshold. The patient had no reported symptoms. The lead was capped and replaced on (B)(6) 2020. The patient was stable throughout.